Manufacturer narrative:
Follow up information was received from the customer on (B)(6) 2017 stating that after the customer changed out the site, bg level returned to about 120 mg/dl. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing elevated blood glucose (bg) levels of up to 488 mg/dl, since the previous day. The customer took a correction bolus. The customer believes that the insulin quality went bad because bg levels have not decreased, despite multiple correction boluses via the pump. A system check performed with tandem technical support indicated that the pump was operating as expected.